Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a contrast issue with the display on her onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 5pm. The patient manages her diabetes with an insulin pump. Due to the alleged issue, the patient had difficulty reading the "small numbers" on the display and reportedly administered self an increased dose of novolog insulin (3 units). About 30 minutes after, the patient claims she felt symptoms of shaky and sweaty which she associated with low blood glucose. The patient drank juice as treatment and felt better about 1 ½ hours after. At the time of troubleshooting, the cca walked the patient through the adjustment settings; however, the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.